Manufacturer narrative:
"This MDR is being submitted beyond the required reporting timeframe due to delays associated with recent internal system changes. The delay was unintentional and has since been addressed through process and system updates to prevent recurrence ".

Event description:
It was reported that a user of the ilet bionic pancreas experienced morning hyperglycemia with a cgm reading of 211 mg/dl trending upward and a concurrent fingerstick of 193 mg/dl, expressed dissatisfaction with pump effectiveness, and declined supply changes while requesting medical guidance on dosing and algorithm function. Symptoms included elevated blood glucose without reported acute complications. Outcomes included user frustration and request for clinical support, with no emergency treatment or hospitalization. Investigation included technical support review, user education, and recommendation to verify sensor accuracy and consider infusion site troubleshooting. Investigation of this case revealed an undetermined cause for hyperglycemia, with no confirmed device malfunction and contributing factors not identified. It was concluded that the event was user-reported hyperglycemia of unclear cause without injury, and that additional user training was appropriate. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.